Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port inner lumen white fragments fell into the pt's leg. The reporter explained that when the harvesting tool was inserted into the port, the distal end of the cannula scraped the inner lumen of the port and the white plastic fragments fell into the pt's leg. They were able to retrieve what they could see through the original incision using the scope. The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.